Event description:
It was reported that during the implant procedure, the stylet could not be retracted from the left ventricular lead. No kinks in the stylet were noted prior to implant. The physician cut off the exposed portion of the stylet and left the remaining portion implanted with the lead. The next day, the physician decided to reopen the pocket and explant the lead and stylet.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that stylet coating had rubbed off into the distal coil at 2.2 cm from the connector pin. This caused the stylet removal difficulty, and most likely occurred during lead implant.